Event description:
Due to severe hypogammaglobulinemia, I received monthly gammaglobulin infusions. On the above date, the licensed pharmacy technician mixed the medication, provided by my hmo, as usual in a large glass bottle at dr's office. The physician's assistant had accessed my port-a-cath and administered the pre-meds. After a much longer time period than usual, the p.a. Informed me that the medication could not be infused today due to "black particles" floating in the mixture. We suspected that the bottle stopper somehow disintegrated, thus shredding particles into the mixture. Dr received a return label and returned bottle to the manufacturer. Attempted to reach customer rep, sample at least a dozen times without ever getting a call-back. In 2009, I wrote a letter to b. Braun, with a copy to b. Braun, so far without hearing from either. I want b. Braun to replace the 42 grams of carimune ns nanofiltered immunoglobulin intravenous and send the medication to dr. Thank you for whatever you can do! Dates of use: 2009. Diagnosis: severe hypogammaglobulinemia.